Event description:
This info was reported as a customer complaint. Vasoseal was used in left groin following a diagnostic re-look post ptca. Six days later, pt presented with groin infection. Pt was admitted and placed on IV antibiotics and had an I&d done. Wound cultures revealed a staph aureus infection.